Manufacturer narrative:
The reported event of no communication was confirmed. The device would not communicate due to a depleted battery. Longevity estimations using default usage parameters show the battery depletion was premature. No high current drain sources were found throughout bench or stress testing. The device functionality was tested and no anomalies were detected. The cause of the battery depletion could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that it was not possible to interrogate the device despite several attempts. The device was replaced. Patient condition before and after the event was good. Patient also told physician that he/she was struck by lightning a few months back.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed, but at the time of analysis the clusters did not appear to be in a location or size that would be sufficient to cause an internal short of the battery. As a result, the cause of the premature battery depletion could not be conclusively determined. However, from these analyses, in the absence of other root causes, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit.

Event description:
The per noted that the patient reported being struck by lightning. This is not believed to be related to the premature battery depletion.